Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c (701) module compared to a cobas integra 400 plus. The initial crep2 result from the primary tube on the c701 module was approximately 44 mg/l. The sample was repeated on the c701 module and the result was 47 mg/l. The result of 47 mg/l was reported outside of the laboratory. The patient was hospitalized. There was no allegation that an adverse event occurred due to the results from the device. On (B)(6) 2018 the patient's creatinine result at the hospital was normal at 71.2 umol/l (8.05 mg/l). Two aliquots were made from the primary sample tube from (B)(6) 2018. One was tested on the c701 module and the other was sent to another site using the integra 400 plus analyzer. The result from the c701 module was 48 mg/l and the result from the integra 400 plus instrument was 24.8 mg/l. The customer thinks the result from the integra 400 plus was correct. The patient has a medical history of gammopathy igg; this interference is documented in crep2 product labeling. The customer is aware that gammopathy can affect the results but is concerned about the different between the c701 module and the integra 400 plus. There was no allegation that an adverse event occurred. The crep2 reagent lot number used with the c701 module was 351812. The expiration date was not provided. External qc results have been good for both instruments.

Manufacturer narrative:
A reagent or instrument issue could be ruled out based on acceptable calibration and qc data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer believes the results generated from the abbott architect method were considered correct based on the patient¿s medical history and the absence of renal problems.

Manufacturer narrative:
Based on the qc data for both instruments a reagent issue can be excluded. The initial report mentioned a creatinine result from the hospital of 71.2 umol/l (8.05 mg/l). This result was from the abbott architect method.